Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, prime, rewind, and basic occlusion tests. The motion sensor test failure alarm could not be verified due to motor error alarm. The device also has a scratched display window and cracked display window corner. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error the night before and again the day of the call. The blood glucose at the time of the incident was 358 mg/dl. The customer was able to rewind and prime and found a motor position encoder error alarm and a motion sensor test failure alarm in the alarm history. The device was replaced and returned for analysis.